Manufacturer narrative:
G4: 08jul2020 b4: (B)(6)2020 the bench repair engineer confirmed the reported issue. At this time no repairs have been done to the unit. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported a navigation ring failure and the oxygen offset value was out of range. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 17jul2020; b4: 24jul2020. The bench repair engineer confirmed the condition. The front bezel was replaced and the navigation ring issue was resolved. The bench repair engineer reported that the touchscreen was functioning as intended at the time of the reported navigation ring failure. The navigation ring not working does not affect the functionality of the ventilator. When the navigation ring is not functioning or cannot be used to enter or change settings while the device is in use, parameters can be adjusted using the touchscreen. The device will continue to function and ventilate the patient and pose no risk for serious patient injury. Based on the information, this is not reportable. The flow sensor assembly was replaced because the flow accuracy test was found to be out of specification during performance verifications testing (pvt). The pvt is pre-patient testing before the ventilator can be used on a patient. Therefore, any malfunction found during pvt will always be found and addressed before the ventilator can be put into service. Based on the information, this is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.